Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supplies in workstation and table backpack were evaluated and adjusted to optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was re-booting itself without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.